Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 10 october 2019 for MDR reportability. On (B)(6) 2016, the patient underwent total right knee arthroplasty due to degenerative joint disease and pain. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and competitor bone cement. On (B)(6) 2018 the patient underwent a right knee revision due to instability and pain. The surgeon indicated the tibial component was in slight valgus, and it was revised. He offered no concerns with femoral component, though it was revised. The surgeon indicated the patella tracked centrally and was not revised. The surgeon reported no intraoperative complications. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2016; dor: (B)(6) 2018; (rt knee).